Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a pre-procedure check for a generator change. Device interrogation revealed oversensing in the right atrial lead. The clinic reported this was a chronic issue within the patient¿s lead. The lead was capped and replaced on (B)(6) 2018 to address the issue. The patient was in stable condition post-procedure.